Event description:
Nurse reports doing back to back testing on customer's advantage system and on a hosp meter with results of 240mg/dl and 104mg/dl respectively. No quality controls were run on the advantage system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.